Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a routine visit and had no complaints. Upon interrogation of the left ventricular assist device (lvad) the clinician noticed an lvad fault warning on the monitor. Log files were submitted for review and captured the lvad internal fault associated with a circuit over temperature lvad fault on (B)(6) 2025 at 17:25:15. The recorded lvad temperature from the event appeared to be erroneous. The exact cause of the lvad fault could not be confirmed but an electrostatic discharge (esd) event was suspected. It was recommended that the clinician perform an lvad reset to clear the fault. When the patient was reconnected to the monitor the lvad fault had cleared, though a lvad reset was performed just in case. It was reported by the patient that they had been going through a metal detector around the time of the fault, and the patient was educated not to do this. More log files were submitted for review after the lvad reset and found that the lvad fault had cleared, and the recorded lvad temperature values had returned to their normal range.

Manufacturer narrative:
Section e3 - occupation: corrected. Manufacturer's investigation conclusion: review of the log files confirmed an lvad internal fault alarm; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained data from (B)(6) 2025. The fixed speed was set to 5400 revolutions per minute (rpm) with a low-speed limit of 5200 rpm. An lvad internal fault alarm and associated circuit over temperature faults and erroneous lvad temperature values were captured from 17:27:15 on (B)(6)2025 through 09:03:05 on (B)(6)2025. A brief pump stop event was captured at 09:52 on (B)(6)2025, appearing consistent with the report of a lvad reset (disconnection and reconnection of the driveline). No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.